Event description:
A neurologist in (B)(6) reported that they had a vns pt who had high lead impedance. Sys diagnostic testing resulted in: output status, limit, lead impedance high, dcdc 7. The pt did not perceive their stimulation and was having pain in their left arm and back. Migration of their generator was additionally reported. Their generator is reported to be more lateral under the skin than before. It is easy to move and no pain on palpation. The pt has 2-4 seizures / month, short and only at nighttime. It was reported that their discomforts are dissociated (more psychosomatic, permanent feeling of itching and scratching on the back, feeling of pain in left arm. Their wound suture was assessed and no irritation noted in the area. It is unk if the pt had any fall or injury, manipulation of their device prior to their high impedance and migration of their generator. X-rays were received and reviewed by the MFR; no pronounced anomalies were identified in the visualized portion of the pt's vns device which could have contributed to the reported high impedance event, although the presence of an unpronounced lead discontinuity cannot be ruled out. Good faith attempts are underway for further details about the reported event. It is unk if surgery is planned at this time. It is unk if the vns is programmed off per our recommendations in the presence of high lead impedance. If surgery is planned, good faith attempts will be made for products to be returned if any replaced.

Manufacturer narrative:
MFR review of x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized.